Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a 325cc mentor memorygel breast implant and suffered left-sided pain and bruising postoperatively. As a result, the patient underwent bilateral removal and replacement with 200cc mentor memorygel breast implants (serial # (B)(4) on the left, (B)(4) on the right) on (B)(6) 2018. Upon explant, the left-sided device was found to be ruptured. On 9/24/2019, mentor became aware that psr submission reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.